Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x2 implantable pacing leads (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was suspected to have (B)(6). Culture from blood and the device pocket was taken; antibiotic treatment was necessary. The device, right ventricular (rv) and left ventricular (lv) leads were removed. No patient complications have been reported as a result of this event.